Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient is enrolled in the reduce it clinical study. The patient presented to the clinic with loss of sensing and pacing. Device interrogation revealed high capture threshold and low sensing. Subsequently, the reported lead was explanted and the patient is doing well. No adverse consequences were reported.